Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's left ins died unexpectedly and her right side ins is low. The caller was looking for a neurosurgeon to assist with the replacement. Caller is going to get neurosurgeon to replace ins. It was further reported to be a sudden change in therapy/symptoms. It is unknown when the battery died. It was specifically asked if there are issues with the longevity due to the statement "died unexpectedly" and it was stated that was unknown. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the ins dying unexpectedly was battery depletion. Symptoms included increased tremors, anxiety, increased dyskinesia, soft speech. The healthcare provided the cause of the event was due to normal battery depletion, however it is not clear if the ins dying unexpectedly was due to normal battery depletion. Actions/interventions taken to resolve the issue was neurosurgical intervention: replacement of left and right ins on (B)(6) 2018. The issue is reported to be resolved. The patient was unable to weigh due to being unable to stand, having weakness in lower extremities, risk of falling. The healthcare provider spoke with the patient and husband on (B)(6) 2018. Patient states she is improved. Tremors have improved but is still afraid of falls. Medical history included the patient is a (B)(6) female with a history of parkinson's disease that has undergone bilateral implantation of deep brain stimulator in 2012. The patients device was checked by her physician which showed the battery not to be functioning on (B)(6) 2018. Her symptoms began approximately 1 week ago since her battery stopped working. The patient's symptoms include right hand tremors, increase anxiety, issues with speech and memory. The patient has not had any fevers, chills, nor night sweats. The ins incision site was free from any erythema, drainage, nor breakdown. The patient wants her battery changed and second ins battery changed as well since it has been a few years since the battery was implanted. Past medical history includes gastroesophageal reflux and parkinson's disease. The patient is positive for activity change and fatigue. Positive for hearing loss, rhinorrhea, tinnitus and voice change. Positive for visual disturbance, choking, chest tightness and shortness of breath. Postive for chest pain and diarrhea. Positive for arthraigias, neck pain and neck stiffness. Positive for speech difficulty, weakness and numbness, agitation, and anxiety.